Event description:
It was reported to philips that allura device would not switch on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the power supply. The device was returned to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the machine is not switching on. Upon further inspection, customer found that the host pc and ippc data monitor is not switching on and system is not booting. Later, fse visited onsite and identified the issue with the voltage power supply (lvps). Fse replaced the pd. Scomp.dcps_24v_12v_5v. After replacing the pd. Scomp.dcps_24v_12v_5v, the system was returned to use in good working order. The codes were updated based on the investigation outcome.